Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rtv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms in triad configuration. The shock vector was reprogrammed rv coil to can, and the shock impedance measurement was 57 ohms. No defibrillation threshold (dft) testing was performed. This rv lead remains in service. No adverse patient effects were reported.